Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: b)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician had to force the lead into the header but there was a secure fit. The device was implanted with all numbers testing fine electrically. After the patient began to wake up on the operating table, the physician noticed lack of ventricular pacing, with ventricular oversensing noted which led to underpacing. The physician reopened the pocket to re-check the right ventricular (rv) lead through the analyzer, with all numbers testing fine. The rv lead was then tested through the device, with all numbers testing fine. The physician felt there was possibly air in the header which resolved itself, but as the patient was dependent, the physician requested another device, which was implanted instead. Upon connecting the new device, no oversensing was present. No patient complications have been reported as a result of this event.